Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received no delivery alarms from their insulin pump. After troubleshooting was done it was advised that the alarm was caused by a set/reservoir occlusion. The customer mentioned crystallization of the insulin in the related reservoir and infusion set. It was advised to replace both. The insulin pump will also be replaced due to physical damage. The customer's blood glucose value was 18.0 mg/dl. No further information was provided.